Event description:
It was reported that during a meniscus repair surgery, t1 and t2 implants of the fast-fix 360 were deployed simultaneously. The procedure was completed with non-significant delay using a back-up device. Both implants were removed from the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The actuator is at the distal end of the needle. The needle assembly is bent. Bio debris is present. A functional evaluation was performed on the returned device and found the device will not cycle due to the bent needle assembly. The failure to cycle and bent needle assembly have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H11: corrected information in b5.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 implants of the fast-fix 360 were deployed simultaneously. The implant was removed with pliers. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.